Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous high results for three patient samples tested for ise indirect na, k, cl for gen.2 (na, k, cl) on a cobas 8000 ise module (c8kise, line: 2). The customer stated that an erroneous result was reported outside of the laboratory for one of the samples, but the customer could not specify which one. The physician questioned the value that was reported outside of the laboratory as it did not fit the patient's clinical picture. The samples initially resulted with na values of around 160. The samples were repeated on a second cobas analyzer (line: 1) and the na results were around 140. Refer to the attachment for the specific data provided for the three complained samples. No units of measure were provided for the na, k, and cl assays. No adverse events were alleged to have occurred with the patients. The sodium, potassium, and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer cleaned and adjusted all nozzles and probes. He adjusted the sample probe external wash. He cleaned and refitted a solenoid. He checked all syringes and valve connections. He ran an ise check and this was ok. He ran calibration and controls; these were ok.

Manufacturer narrative:
Investigations have determined that the service actions resolved the issue. The investigation was unable to find a definitive root cause.